Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer no longer on the phone. Dealer states chair stopped abruptly, error code of 8 flashes.